Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the ins was turning on and off. The 8840 showed the ins was on for 45% of the time. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative indicating that the device kept turning off. Environmental/external/patient factors that may have caused this issue was a previous battery depletion. Unknown what diagnostics/troubleshooting was performed. Surgical intervention did occur where the ins was explanted and was discarded and will not be returned for analysis. Unknown if the issue is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the patient's ins shutting off on its own was unknown. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the device turning off on its own was not determined and patient had been referred for an ipg exchange.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the deep brain stimulation was failing, patient would be moving all around and they checked the patient's ins and it was shut off. The ins would be turned on, and then checked it two days later and it was shut off. When they checked it, the ins battery was half full. It was mentioned that the battery ran out internally and the doctor noticed it was off and turned it back on. The patient was redirected to follow up with the health care professional (hcp)to see why the device was turning off on its own when there was still battery in the ins available. No patient symptoms were reported. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.